Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump had something that popped out. The caller experienced low blood glucose of 56mg/dl. Also, she stated that the device alarmed and kept going on the rewind mode. The customer mentioned wasting 50 units of insulin while she was advised to push back in. The blood glucose reading at time of call was 123mg/dl. Troubleshooting was performed and the alarm occurred during the rewind/prime process. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump unable to prime during prime test due to protruded/loose drive support disk. No prime alarms noted. The insulin pump received with cracked case at display window corners and belt clip slot. The insulin pump received with minor scratched lcd window.